Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing during an atrial tachy response (atr) episode. Technical services (ts) reviewed the event and recommended reprogramming of the atrial sensitivity settings. No adverse patient effects were reported. This ICD remains in service.